Event description:
It was reported that the lead alert triggered, and the left ventricular (lv) lead exhibited high impedances. The lead will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.